Event description:
The customer reported that the device did not complete the sealing process, even though an end tone was heard, indicating a complete seal cycle. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.